Event description:
A caller reported a malfunction on the pump with a malfunction code displayed as malf 12. The details regarding whether the customer's blood glucose level exceeded a specific threshold were unknown as the customer declined to answer. Technical support provided information to reset the pump and assisted the caller with the reset process. After resetting, the malfunction code did not recur, and the customer was advised that they could continue using the pump while being instructed to call back if the issue happened again.